Manufacturer narrative:
Additional information: d9, h3 plant investigation: four blood pump rotors were returned in relation to this case for physical evaluation. It is unclear whether any of the four samples were related to the reported event and the machine identified in this case. Two blood pump rotors were returned with no damage, one rotor had a broken rotor cover, and one had a missing rotor cover and the adhesive that mounts the cover to the assembly appeard to be worn out. An inspection of the four guide sleeves on all the returned samples found no discrepancies. The returned rotors were each installed on the blood pump module of a test machine. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min). The blood pump rotors did not damage the bloodlines and there were no fluid leaks nor alarms during the patient tests. All four guide sleeves stayed intact onto the guide pin of all complaint samples during the patient test. The reported fluid leak could not be confirmed. Furthermore, a conclusion regarding the reported event could not be drawn.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during a patient's hemodialysis (hd) treatment and ripped the tubing of the (non-fresenius) bloodlines resulting in blood loss. Additional information was obtained during follow-up from the user facility nurse manager. The patient was in treatment when the 2008t machine alarmed with an air detection message. A small slice was observed in the tubing of the bloodlines where a couple of drops of blood leaked. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not finish treatment on the day of the event. The biomed stated that the machine has approximately 6200 hours and the rotor is not original to the machine. A replacement rotor was ordered but had not yet arrived at the facility at the time of follow-up. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the complaint investigation to indicate a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during a patient's hemodialysis (hd) treatment and ripped the tubing of the (non-fresenius) bloodlines resulting in blood loss. Additional information was obtained during follow-up from the user facility nurse manager. The patient was in treatment when the 2008t machine alarmed with an air detection message. A small slice was observed in the tubing of the bloodlines where a couple of drops of blood leaked. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not finish treatment on the day of the event. The biomed stated that the machine has approximately 6200 hours and the rotor is not original to the machine. A replacement rotor was ordered but had not yet arrived at the facility at the time of follow-up. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during a patient's hemodialysis (hd) treatment and ripped the tubing of the (non-fresenius) bloodlines resulting in blood loss. Additional information was obtained during follow-up from the user facility nurse manager. The patient was in treatment when the 2008t machine alarmed with an air detection message. A small slice was observed in the tubing of the bloodlines where a couple of drops of blood leaked. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not finish treatment on the day of the event. The biomed stated that the machine has approximately 6200 hours and this is not the original rotor on the machine. A replacement rotor was ordered but had arrived at the facility at the time of follow-up. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.